Event description:
During setup of the device for a cardiopulmonary bypass procedure, the user reported that one of the pump rollers wasn't turning. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.